Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: guide wire: sion blue; guide cath: hyperion 6fr. Jr3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified de novo mid right coronary artery that was 90% stenosed. Pre-dilatation was attempted with a 3.0 x 12 mm traveler balloon catheter. The device met initial resistance with the anatomy, and then the balloon ruptured at 10 atmospheres during the first inflation. Therefore, a 3.0 x 12 mm non-abbott balloon catheter was used to successfully complete the procedure. No additional information was provided.